Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that a short in the power cord was determined to be reportable.

Event description:
It was reported that the careguard pad and pump power cord has a short in it.